Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was unresponsive. A technical support specialist (tss) retrieved the required files from another cabinet and copied them to the affected cabinet. Following this, the master upgrade was performed. Once the application was launched, the nurse was able to successfully sign in and dispense medications. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the device became stuck on the launch screen during startup. Users were unable to proceed to the login screen and could not log in to the station. There were no delay or adverse events or injuries reported based on this event.